Event description:
Customer alleges discrepant results with meter: date: "this week", inratio: 5.3. "Last week", 4.6. Patient's target therapeutic range is 2.5 - 3.5. Patient has hypothyroidism.

Manufacturer narrative:
Investigation pending.